Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the colibri instrument, purchased in (B)(4) 2011, had a motor problem. This is report 1 of 1 from complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A device history review for this lot has been requested. The motor of this colibri shows evidence of over heating. Heat is in general an influence that shortens the lifespan of all power tools.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).